Event description:
The customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm, which occurred on the homechoice during drain 1. The home patient (hp) stated he disconnected during dwell 1 and did not reconnect prior to dwell ending. The hp was not connected at the time of the alarm, but did reconnect himself. The baxter technical service representative (tsr) explained that a se 2240 indicates a large amount of air has entered the cassette. The tsr explained that therapy had ended and that he will need to start over with new supplies. The tsr explained to the hp that if he is not connected and the hc alarms se 2240, he is not to reconnect to the hc. The sample was discarded and lot number was unknown. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.